Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 rf (radio frequency) head; product ID: 229047 analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the touch pen was off the mark an inch or two on the display, therefore, the bezel overlay assembly was replaced. Analysis also determined that there was damage to the upper and lower cases near the handle and therefore the upper and lower programmer cases were replaced. Concomitant products: product ID 2067 radio frequency programmer head; product ID 229047 software analyzer. (B)(4).

Event description:
It was reported the touch pen is off the mark by an inch or two and cannot be used. When the programmer was powered on the screen would not respond to the touch pen. It was also reported the rf (radio frequency) head won't identify cans. The programmer and rf head were returned for repair. No patient complications were reported as a result of this event. -###-from (B)(4) -it was reported that the black touch pens are not responsive on the programmers. The caller was in a case and stated that the tip of the newer black touch pens that are on the 2090x programmers do not work very well. The tip is not sensitive enough to consistently access an option on the screen on the first attempt. The caller also stated that the patient went into ventricular fibrillation (vf) and was treated, with no impact. No further patient complications have been reported as a result of this event.

Event description:
It was reported the touch pen is off the mark by an inch or two and cannot be used. When the programmer was powered on the screen would not respond to the touch pen. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.